Manufacturer narrative:
Pharmacovigilance comment: sanofi company f/u comment dated (B)(4) 2013: based on the info provided, the role of synvisc cannot be ruled out for the event of pt could not walk. However, lack of info concerning pt's medical history, concurrent conditions, concomitant medications precludes the comprehensive assessment of this case.

Event description:
F/u info received with clock start date (B)(6) 2013 and the case was re-assessed as serious as per the ime list: cannot walk (abasia). This serious unsolicited device case was received from united states on (B)(6) 2013 from the consumer. This case concerns a male pt (age not provided) who experienced leg swelling, leg pain and "cannot walk" after receiving hylan g f 20 (synvisc). The pt was not allergic to birds or bird products. No medical history, concomitant medication, concurrent condition and per drugs were reported. On an unk date, the pt initiated treatment with hylan g f 20 (lot/batch unk; route, dosage regimen and expiration date not provided for unk product indication. It was reported that the pt had no problems with first two injections of hylan g f 20. On an unk date (3 weeks ago from the day of the report), the pt received third hylan g f 20 injection and experienced leg swelling and leg pain. It was reported that now he was unable to walk. Corrective treatment: unk. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). Add'l info was received on (B)(6) 2013. Ptc investigation report was added and text was updated accordingly. The case was re-assessed as serious as per the ime list: cannot walk (abasia).